Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after being updated, the programmer's cursor started moving and clicking on several areas of the screen autonomously with sound. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's cursor started moving and clicking on several areas of the screen autonomously with sound. The finger touch option was working correctly, and no autonomous movement was observed after checking with multiple restarts. It was noted that the lower- and upper-case handle, cord bay latches, the bullet assembly of the hinge cover, and the left sliding rail were broken. Additionally, it was observed that the upper and lower hinges were worn out. The lower hinge cover plate was missing the screws. The keypad was missing button. It was noted that the radiofrequency head(rf) connector on the link electronic module (lem) board had a loose ground pin. An electromagnetic interference (emi) repair was performed as a preventive measure to avoid screen issues. All the defective parts mentioned were replaced. The programmer then passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.